Manufacturer narrative:
(B)(4).

Event description:
It was reported that the abandoned atrial lead had dislodged. The lead was explanted. The patient tolerated the procedure well and there were no complications that were observed.